Event description:
It was reported that during an implant procedure, the helix of the lead failed to extend, and the insulation of the lead was twisted. As a result, the lead was not used and it was replaced with a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The implant and explant dated (B)(6) 2026 in d6a and d6b fields should not be reported in 2017865-2026-12457 as it is a during procedure event whereby the lead was removed after the pocket was closed.